Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received at the service center and evaluated. Our affiliate reported an issue of the device failed the cp arc detect test during routine maintenance. Per service report, this complaint can be confirmed. The relay board was replaced to address the issue. After repair, the device was found to be working according to the specifications. The defective relay board is identified as the root cause of the reported issue. A manufacturing record evaluation was performed for the finished device serial number (ad1620754), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
It was reported by the affiliate via mail that during a routine maintenance it was found that the vapr vue generator failed the cp arc detect test. The jjm confirmed that the customers are trained according to IFU's for all products. The jjm confirmed that customer training material has been developed using current IFU's and system user guides. There was no adverse events related to patients were reported. No product or spare part is being returned. Jjm and the complainant have no further information related to this complaint.